Event description:
The customer reported that the system kept turning itself on and off. The system was shutting down without command. There is no report of patient injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power cable was replaced. The system was then found to be operating as intended.